Event description:
Customer reported that the bolus is not working correctly. Customer stated that the insulin pump is not recording the bolus. Customer stated that blood glucose was over 500 mg/dl. Customer then gave a bolus but the bolus was not record. Customer's blood glucose reading was over 600 mg/dl. The insulin pump showed half the unit amount in the pump's history file. Nothing further reported.

Manufacturer narrative:
The insulin pump had operating currents within specification. The insulin pump passed the self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. All boluses delivered during testing were properly recorded at the bolus and daily totals history screens. No unexpected low battery or finish loading alarms were noted. The low reservoir alarm feature worked properly. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).